Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received regarding the adc device "not functioning" while a customer experienced symptoms of hypoglycemia described as dizziness. On the evening of (B)(6) 2022 to (B)(6) 2022 , a blood glucose test of 45 mg/dl was obtained on an unknown device and the customer had symptoms of disorientation and was provided a banana and peanut butter sandwich by the caregiver for treatment. Additionally, the hcp modified the customer¿s insulin dosage from 20 units to 15 units only. No further information was provided. There was no report of death or permanent injury associated with this event.